Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the supplemental medwatch report 01. Please reference sections h4. The electrodes were returned for evaluation; the customer's report of disconnected wire was observed during visual evaluation. Review of the ring and socket found strands of wire indicating the wires were crimped in place at the time of manufacture. Evidence suggests the high voltage wires were detached due to external pulling force at some point after the electrodes were opened. Evaluation of the retain electrodes did not reveal any irregularities that would have contributed to the reported event. Evaluation found indentation evidence to suggest it was correctly assembled. Evaluation of the retain electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is correcting info submitted on the supplemental medwatch report 01. The electrodes were returned for evaluation; the customer's report of disconnected wire was observed during visual evaluation. Review of the ring and socket found strands of wire indicating the wires were crimped in place at the time of manufacture. Evidence suggests the high voltage wires were detached due to external pulling force at some point after the electrodes were opened. Evaluation of the retain electrodes did not reveal any irregularities that would have contributed to the reported event. Evaluation found indentation evidence to suggest it was correctly assembled. Evaluation of the retain electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in acute care/ICU, the associated defibrillator was unable to obtain an ECG signal. The clinician checked the connection to the electrodes and observed a detached wire. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation and the customer's report was observed. The high voltage wires were detached due to an external pulling force. The electrodes passed the five pound pull test during the manufacturing process prior to release. A retained sample test confirmed that there was no issue with this lot number. Evidence suggests that the wires were pulled out during the opening of the packaging and releasing of the electrodes from the liner. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.